Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
While training on use of the device, the patient stated that he received an erroneous result when testing with coaguchek xs meter serial (B)(4). During his training session, the patient tested a sample on the meter at 12:13 p.m. And it resulted with a value of 4.6 inr. Two hours later, a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter result. The patient's current condition is stable and well. The patient's therapeutic range is 3.0 - 4.5 inr. The patient's testing frequency is weekly. The patient did not have any hematocrit issues and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's coumadin dose had not been changed since his last test. The patient did not have any changes in diet or medication. The patient did not have a special or unusual diet. The patient had no illnesses or abnormal symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.